Event description:
The infusion pump was rec'd at the svc facility with a vague report that it was inaccurate while it may have been in clinical use. No add'l info was able to be rec'd. No pt injury was reported.